Manufacturer narrative:
Agfa service responded and completed several system checks. The broken system cables were replaced. There has been no reported harm to patient or user during this event. Further investigation is underway to determine the root cause and a supplemental report will be provided.

Event description:
A customer reported when positioning the tube of a dx-d 100 system for an infant patient exam, the cable snapped and the system collimator fell downward and stopped on the bed railing. The system did not come into contact with the patient.

Manufacturer narrative:
This supplemental report #2 is to provide a final summary report. Agfa has fully investigated the reported issue by completing the following actions: dx-d 100 system checks interviews with the customer, and investigations with the supplier. In conclusion no problem was detected however the supplier determined when the system cable broke, the arm was probably blocked after a few centimeters due to the parachute activation or due to the jammed cable on the main pulley. There have been no reports of harm to users or patients during these events. Agfa local service completed the local repair to replace the cable and the system was returned to service. No additional events have been reported by the customer. There are no additional actions for this event.

Event description:
This supplement report #2 is being submitted to provide the root cause and actions taken.see h10 for additional information.

Event description:
This supplemental report #1 is being provided for the following: 1. To correctly identity b3 "date of event" 2. To update section e4 "initial reporter also sent the report to FDA" 3. To add information in h10 "additional narrative/data".

Manufacturer narrative:
This supplemental report #1 is being provided to correctly identity b3 "date of event" and provide additional information. B3 "date of event": has been corrected from 12/27/2022 to 12/26/2022. E4 "initial reporter also sent the report to FDA" has been updated from no to yes. Additional information: agfa received a notification from FDA 02/17/2023 of medwatch report # 2023-02-17 mw5114843 in which a customer in the us reported an event with a dx-d 100 system. Agfa has reported the same event to FDA on january 25, 2023 via esubmitter and the esg gateway (reference submission 3001556265-2023-00001). In the initial report, agfa has confirmed there has been no reported injury to patient or users during this event. Further investigation is underway to determine the root cause and a supplemental report will be provided.